Event description:
It was reported by the user site that when lowering the c-arm to prepare for a 3dimensions patient exam on (B)(6) 2025, the c-arm of the unit plummeted towards the floor after the foot was removed from the footswitch. The user site reported that the unit gave an error code after a system reboot, and that after a hard shut down and power cycle, the error remained. No injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the unit and confirmed the error. The fse observed that the footswitch was sticking in downward direction. The fse installed and tested a replacement footswitch. After repeated testing, the fse reported that the footswitch and c-arm movement were working as intended and verified that the system is now operating according to manufacturer specifications. No further information is currently available.